Event description:
Patient called and states that pump would not work. No medicine would push out. No further info at this time. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number - (B)(6). Diagnosis for use: immunodeficiency.